Manufacturer narrative:
(B)(4). Additional information: it is reported that the patient condition is fine and was discharged from the hospital. Evaluation: a visual, functional, and dimensional inspection could not be performed as no sample was returned for analysis. The instructions-for-use (IFU) supplied with this kit (h-09800-105a rev 07) describes suggested techniques for sheath insertion and maintenance. The IFU cautions the user "do not apply excessive force in removing guide wire, dilator or sheath. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: after placing the sheath, the user was inserting a 0.035-inch wire into sheath. At that time, blood leakage from the hemostasis valve was confirmed again. This leakage caused cardiac arrest, then emergent pcps was performed. The complaint product is still being placed in the patient, and the patient's condition is currently being followed up. Additional information: it is reported that the patient condition is fine and was discharged from the hospital.

Manufacturer narrative:
(B)(4). The customer returned one used psi sheath for evaluation. No damage or anomalies were identified. The returned psi sheath was connected to a lab leak tester and the distal tip of the sheath was occluded. The sheath was tested at 3 psi and no leaks were observed. The returned psi sheath was connected to a lab leak tester and the distal tip of the sheath was occluded. A dilator of the same size packaged in this kit, 9fr, was inserted into the sheath and it was tested at 6 psi. No leaks were observed. The dilator was removed and a 0.035 spring-wire guide was passed through the valve and it was again tested at 6 psi. Leaking was observed. The product technology group (ptg) engineer was contacted and stated that the spring-wire guide is never meant to go through the hemostasis valve but through the dilator once the dilator is inserted in the hemostasis valve. Leaking is to be expected if only the spring-wire guide is inserted. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit that the tapered end of the dilator/sheath/valve assembly should be threaded over the spring-wire guide. The IFU also states that while holding the sheath/valve assembly in place the guide wire and dilator should be removed together as a unit. At no point does the IFU describe the guide wire interacting with the hemostasis valve. Based on the investigation performed, the complaint was confirmed. Functional testing was performed and the sheath was found not to leak with the dilator in place but it did leak with the spring-wire guide in place. A device history record review was performed and no relevant findings were identified. Based on a review of the IFU and discussions with the product engineer, the probable cause of this issue is related to user error. An in-service request has been initiated to further investigate this issue.

Event description:
The customer reports: after placing the sheath, the user was inserting a 0.035-inch wire into sheath. At that time, blood leakage from the hemostasis valve was confirmed again. This leakage caused cardiac arrest, then emergent pcps was performed. The complaint product is still being placed in the patient, and the patient's condition is currently being followed up. Additional information: it is reported that the patient condition is fine and was discharged from the hospital.